Event description:
User experienced sdbs system inaccuracy 3/10/06. During the initial service call, the software was upgraded to v4.2 and the mapping procedure was performed. After mapping the system passed the accuracy test. System inaccuracy reappeared 9/18/06 and another service call was initiated. No pts were injured.